Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #566d98. Investigation summary: this is an analysis of photo submitted to for evaluation. During the visual analysis, the following was observed: two photos shows a staple line on the tissue and some staples can be seen no properly formed with slightly bleeding. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation was performed for the finished device lot 566d98, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/08/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was there a patient consequence? If yes, how was the issue addressed? 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy, the ats45 was fired with a white reload. Many of the staples failed to form and the tissue was cut. The procedure was completed successfully. There was no patient consequence reported. No additional information provided.